Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation during pre-use checkout. There was no report of patient involvement.

Manufacturer narrative:
The customer declined distributor service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).